Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak in tubing through pinch valve vl14c. The fse replaced the tubing to fix the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of about 5 ml from the coulter lh 780 hematology analyzer. There were no error messages observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.